Manufacturer narrative:
This product is not marketed in the us. (B)(4) work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -7.5 diopter , implantable collamer lens into the patients left eye (os) on (B)(6) 2018. The lens tore/broke during injection/delivery into the eye. It was reported that there was no patient injury. On (B)(6) 2018 the lens was removed and replaced within the same surgery. It was reported that the exchanged lens resolved the problem. Cause of event was unknown.